Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was removed because it wasn't helping them. It helped at first and then stopped helping. No further complications reported.